Event description:
The pt had an implanted infusion pump system. The pt complained of increased pain with little relief from pain medication delivered from the implanted system. The physician suspected an interupted subarachnoid catheter. An indium 111 radionuclide scan of the system on 9/17/96 confirmed that the system was not delivering the medication as it was supposed to. The pt was readmitted on 9/24/96 and surgery was performed the same day. The surgeon noted that the subarachnoid catheter was fractured just at the point of insertion between the spinous processes. The distal fractured off end of the catheter was never found even though considerable attempts were made to locate the end of the catheter. A new subarachnoid catheter was implanted. The pt was released from the hosp on 10/1/96.